Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during fill 4 of 4. The home patient (hp) stated he disconnected and reconnected the last fill bag. The technical service representative (tsr) advised the home patient (hp) not to disconnect and reconnect the solution bag during therapy. The tsr assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp confirmed he notified his nurse of the alarm and of the reported disconnection and reconnection. The hp understood not to do this in the future. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required